Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. H3 other text : device not returned.

Event description:
It was reported that a cartridge change error occurred. It was also reported that the insulin gauge was inaccurate. Reportedly, customer over filled their cartridge. The customer loaded a new cartridge to resolve the issue. Customer's bg level was "high", although specific value not provided. Bg level was addressed via correction injection via manual dose injection.